Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, h2, h3, h6. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Source: (B)(6). Multiple reports were submitted along with this report : 0001822565-2021-02016, 0001822565-2021-02018. Concomitant products: unknown arcos cone body, unknown arcos distal stem, trilogy shell, trilogy liner , trilogy screw. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to infection approximately 7 months post implantation. All components were removed and antibiotic loaded cement prostalac was implanted. Attempts have been made and additional information on the reported event is unavailable.